Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 42 mg/dl causing customer to hit head. Cause of low bg was unknown. Bg was treated with carbohydrates, and a glucose tube. Reportedly, customer left the ER with customer in stable condition (bg 100 mg/dl).